Event description:
Customer reported issues with the insulin pump. Customer states that there are issues with the insulin pump since it got wet. Customer also states that the insulin pump has been alarming. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was monitored with a test transmitter and glucose sensor simulator. The sensor feature worked properly. No lost sensor alarm was noted. The auto off alarms functioned properly. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.